Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. The lens was repositioned but the problem was not resolved. The lens was removed and replaced intraoperatively with a longer length lens but the problem was not resolved. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6 - work order search: another similar complaint was reported for units within the same lot. H11: secondary intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).